Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant that patient presented with shortness of breath and a chest x-ray discovered a pericardial effusion. The physician thought the effusion was due to the right atrial (ra) lead. The effusion was drained and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.